Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a-rubber (bending section cover) has residual adhesive. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of blurred lens: the complaint was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction of bending section cover residual adhesive: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurred lens. The issue was found during inspection for use. There were no reports of patient involvement.